Event description:
On (B)(6) 2008, the following was reported to boston scientific by the user facility; the patient system caused the patient to have unintended arrhythmia. The patient had to be defibrillated three times and the case was aborted. The patient was reported to be fine.

Manufacturer narrative:
Device was not returned for product analysis/investigations. This event was previously reported on MDR 2953184-2008-00006-01 on (B)(6) 2008 for the capital equipment cardiac ablation system used in this event. This report is for the ablation catheter used in this event. Information received from the account indicated that the ablation setup included a bloom stimulator and a ge prucka recording system. A previous engineering study found that certain combinations of stimulators and recording systems are susceptible to the creation of dc voltages across a pacing-routed pair of electrodes during rf delivery, which can result in the occurrence of un-intended cardiac stimulation. These conditions are described in the bsc technical paper entitled "dc voltage generation across diagnostic electrodes through interactions between ep recording systems, pacing stimulators, and rf generators." The probable root cause for the creation of the dc voltage is a rectification of the rf signal by the output circuitry of the bloom stimulator. This failure mode occurs when the ept ablation system is used in conjunction with a bloom stimulator and ge prucka recording system. The results from the engineering study were previously communicated in a customer letter to all boston scientific ep customers in (B)(6) 2006. Product not returned.